Event description:
During a ptca/stenting procedure involving a calcified and 90% stenotic distal rca lesion, the balloon ruptured at 10 atms. The balloon was being used to post-dilate a driver stent. No pt injuries or complications were reported.